Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery. After a 6fr non-bsc introducer sheath was introduced, a non-bsc guide wire was advanced but had difficulty crossing the lesion due to the lesion calcification. Eventually, the guidewire crossed the lesion by using a non-bsc support catheter. The lesion was dilated gradually with 4mm and 6mm balloon catheters and a few balloons ruptured due to calcification. In order to deploy a stent, an 8.0 x 20, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 8 atmospheres. The device was completely removed and the procedure was completed with a different device. An 8x100 epic stent was then deployed and post dilation was performed with an 8.0 x 20mm non-bsc balloon catheter but ruptured at 6 atmospheres. Another 8.0 x 20mm non-bsc balloon catheter was used for post dilation which also ruptured at 8 atmospheres. No further complications were ported and the patient status was good.